Event description:
It was reported that a patient presented in clinic after receiving nonsustained lead noise patient notifier due to far p wave oversensing on the near field channel. The mismatch between the far field and the near field channel resulted in incorrect non-sustained lead noise trigger. Reprogramming the device was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.